Event description:
While extracting temporary placement of an imf screw for orif of the mandible, the head of the screw broke off. The shaft of the screw remains in the pt's mandible.

Manufacturer narrative:
Additional info has been requested. Temporary device was not implanted or explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.